Event description:
The reducer ring on the main equipment boom in an operating room fell off due to lack of space from the mounting plate and ceiling cover. There was no pt involvement nor adverse consequences.

Manufacturer narrative:
This product does not have an exp date. This device was evaluated in the field. Eval summary - the reducer ring is a component that goes around the boom drop tube and is installed to the ceiling cover. The reducer ring serves as a cosmetic cover. There are metal flaps on the ring that snap to the ceiling cover to prevent it from falling. In this particular case, after the tech's eval, he confirmed that this reducer ring was not installed properly and this caused the reducer ring to fall.